Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system on two consecutive nights then presented to the emergency room (ER). Technical services (ts) analyzed the device episode data and found that the shocks were due to oversensing of sense b noise. The noise was resolved after the shock. This system was reprogrammed from the primary vector to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.